Event description:
During a robotic cholecystectomy on (B)(6) 2023, two separate robotic medium/large clip appliers did not work. The first clip applier would not engage in the housing on the robotic arm, despite multiple attempts using different robotic arms with no results. The second clip applier's jaws were not approximating, causing the clips to not stay in and fall out of the applier. Both instruments were removed from field and replaced with another md/lg clip applier and tagged and sent to spd(sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned. Reference report: mw5144854.